Event description:
While deploying mynx closure device, the balloon ruptured. The sheath was not out of the artery; the sheath was re-inserted. At the end of the procedure the item was removed in an undeployed state.